Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with atrial lead dislodgement. It was also noted that the lead was not appropriately sensing or capturing. The physician attempted to reposition the lead but the screw would not fully retract. The lead was then explanted and replaced on (B)(6) 2021. The patient was stable.